Event description:
Baxter reported, "the luer screw that connects the set with the miniset was not correctly sealed. After the homechoice therapy, the patient realized that her abdomen was wet." No patient injury or medical intervention was indicted by baxter.